Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. It found that the pump can't detect the cassette being connected. This points to a faulty dso sensor. Error code 1310 has been addressed during investigation. The described double beep is a normal feature of the device. Ehl was downloaded and found a few "no disposable" alarm reports. The reported complaint is confirmed. The dso sensor was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device is 'displaying lec 1310 then alarms ¿service due 0¿ when powering up. The unit then alarms 'no disposable' when attempting to start an infusion and gives a persistent double beep when this alarm is silenced until the disposable is removed'. There was unknown patient involvement.